Event description:
During a bowel resection the surgeon fired the device three times. For the first and second firings it was set on 2.0, and for the third firing was set at 1.8. After the third firing the surgeon observed the staple line, and noted that the device had not compressed properly. He saw bleeding; opened a new device and completed the procedure. No measurable amounts of bleeding were reported. The patient is stable. The device is being returned for analysis. The device was being used on mesentery tissue at the time of the event. The gold option was selected on the selectable staple height selector before firing the device. The cartridge was loaded with the retaining cap on. The surgeon did move the firing knob left and right, and the handle was closed completely before firing. No unexpected noises were heard and no part of the device was noted to have broken off. Closing, firing, and opening forces were at expected levels and there was no difficulty removing the device from the tissue.what was the original intended procedure?open enterolysis, possible exploratory laparotomy possible bowel resection.